Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that there was no patient injury and there was no delays as a result of this event. It was further reported that another blade was available to complete the procedure.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Part number and lot number information has not been provided to permit further investigation. The root cause was undetermined. The handpiece associated with this MDR is as follows; part number: 6208000000, serial number: (B)(4).